Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation and pain at the ipg site due to the ipg shifting and a corner of it becoming superficial. In turn, surgical intervention was undertaken wherein the system was explanted. Postoperatively, the pain has resolved.